Event description:
It was reported that the device driver is leaking blood after cleaning it. User did not know where the leaking was coming from. It was noted after the cleaning, no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, the evaluation is ongoing. Additional information may be submitted once the quality investigation is complete. Investigation is ongoing.

Event description:
It was reported that the device driver is leaking blood after cleaning it. User did not know where the leaking was coming from. It was noted after the cleaning, no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was duplicated by the repair technician and fa engineer through functional evaluation, disassembly and visual inspection. The components of the device were affected by corrosion and residual residue possibly the result of improper cleaning. The device was repaired and returned to the account after passing final inspection.